Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
The customer reported that there was "nothing on the screen" when trying to use their sipap ventilator prior to patient use. The display was blank and the customer stated that there was no patient involvement.

Manufacturer narrative:
The carefusion factory service center received the suspect device, a sipap ventilator, and evaluated the device. An evaluation of the device found that the unit did not boot up (there was no display) and there were water stains on the main pcb (printed circuit board). The unit was due for preventative maintenance as the blender and sensor valve pcb maintenance were never performed. Factory service repaired the unit and returned it to manufacturer's specifications.